Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii results for 1 patient sample on a cobas e 402 analytical unit. The initial result was 10.6 pg/ml with a data flag. The repeated result was 11.9 pg/ml with a data flag. The sample was diluted, and the results were: 27.9 pg/ml (1:2 ratio), 71.2 pg/ml (1:5 ratio), 391 pg/ml (1:20 ratio), and 1905 pg/ml (1:100 ratio). The initial result of 10.6 pg/ml was deemed correct. The sample was repeated because the results had data flags.

Manufacturer narrative:
The calibration was acceptable. The alarm trace showed some "sample short" errors. The investigation found that the customer performed dilution on a sample that should not have been diluted. Product labeling states: "the recommended dilution is 1:10 (either automatically by the analyzers or manually). The concentration of the diluted sample must be > 881 pmol/l (> 240 pg/ml)." The investigation determined the issue was due to a user error.